Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient experienced a shock pain down their left leg, so they shut off the ins. It was noted that the shocking pain was due to the patient's underlying condition and was not due to the device. However, the impedance check yielded high impedances (>10,000 ohms) on contact 0, but all other contacts were within range. The rep reported the issue was resolved, but follow up will be done to get clarification. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the 0 electrode was at out of range (oor). They stated that the electrode was not in use, so it was not an issue, and was not a cause. The rep added that the physician determined that the patient¿s shocking was not due to the device and asked the patient to continue using therapy. Since the patient turned the device back on, they stated that there have been no shocking sensations. No further complications were reported or anticipated.